Manufacturer narrative:
Additional information has been received for the event. There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: e2, e3, g4, g7, h2, h4, and h10. Initial reporter (bsn, rn) job title is director, surgical services. The event date is unknown. There was no patient injury or procedural delay. Event occurred prior to an unknown procedure. Patient information is unknown. The procedure was completed using a different camera head (model and serial number are unknown). No devices were replaced in the event. It is unknown what devices were used in conjunction with the camera head at the time of the event. The device was inspected prior to use and no anomalies were observed. The device was not dropped, nor came in contact with a hard surface or experienced a deep impact. The cable was also inspected and there was no cable damaged observed either. The electrical contacts were not wet or dirty. The settings and were checked and found to be correct and the connection were secured and locked into place. There were no error message, alarms or alert tones associated with this event. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The reported issue for the device is no image. It is likely the image was not displayed because unexpected stress was applied to the head part due to user¿s handling and the charge couple device unit failed. The instructions for use includes the following statements which can prevent the issue from happening: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.

Manufacturer narrative:
There is no additional information available for this event as yet. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. The user¿s complaint of device part breaking was confirmed. Upon inspection and testing, it was observed that the device yielded no image. This is attributed to the faulty charge couple device (ccd) unit. There's a very minor kink in cable not affecting functionality.

Event description:
As reported for this event, during preparation for use for an unknown diagnostic procedure the device yielded no image. There is no patient involvement; nor harm or adverse impact reported to any patient.